Event description:
A customer reported a white display issue on their pump, which affected their ability to interact with the device and read the screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.